Event description:
Boston scientific received information that this system was exhibiting right ventricular (rv) impedance measurements greater than 2000 ohms. A boston scientific technical services consultant discussed the clinical observations with the caller and recommended troubleshooting. There was no noise and no change to sensing and threshold measurements. The system remained implanted and was subsequently explanted sixteen months later due to the continued out of range measurements. An x-ray confirmed the lead had not sustained a fracture. No adverse patient effects were reported.

Manufacturer narrative:
The lead was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. This product issue will be updated if additional information is received.

Manufacturer narrative:
The lead will be returned for testing. This product issue will be updated when evaluation is complete.